Event description:
Advanced medical optics intraocular lens-leading haptic fractured when loaded in cartridge and injector when ejected. Dates of use: 2009. Diagnosis or reason for use: cataract extraction.